Event description:
It was reported that the external pulse generator (epg) would not stay in rapid atrial pacing (rap) mode long enough to the physician's liking during a transcatheter aortic valve replacement (tavr) procedure; the epg would go to sleep so quickly that it was constantly needed to be reprogrammed during cases. A work-around method implemented by a physician was to leave the epg ventricular pacing setting at one-hundred-eighty beats-per-minute, and to plug or unplug the lead from the epg to start or cease the rapid pacing. During a specific case, the lead was accidentally plugged back in during the transport of the patient to the cardiothoracic intensive care unit (cticu) following a tavr procedure, rapidly pacing the patient for a couple of minutes. This rapid pacing was thought to have been ventricular tachycardia (vt), and the patient received chest compressions and shocks inappropriately. It was noted that the model of epg that was being used was designed with a two-minute rap timeout period, so the way in which it was attempted to be used during the tavr procedure was considered to be off-label use. The physician requested that they receive an epg of an earlier model that offers extended delivery of rap, however it was noted that use of rap in the ventricle would also still be considered off-label use with the older-model epg, as the rap feature with that specific model is intended for use in the atrium only. The status of the epg is unknown. No further patient complications have been reported as a result of this event.